Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned in a lens case. One haptic was folded in on the optic. Only a very small amount viscoelastic was observed near one optic/haptic junction. There also appeared to be a small amount of bss. The lens was cleaned with klrp for further evaluation. The lens had a short narrow scratch at the posterior optic edge. This scratch was angled to the travel path. This appears to be the reported damage. A light, short, narrow scratch was observed in the center of the posterior optic surface. Another light scratched area was observed on the anterior surface. This was in front of the optic/haptic junction. These other scratches may have occurred during the removal. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause may be related to a failure to follow the instructions for use (IFU). The returned lens had a short narrow scratch at the posterior optic edge. This appeared to be the reported damage "peripheral scratch, bottom of lens". This damage was similar in appearance to damage caused by loading forceps. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens was injected into the eye, a scratch was observed on its surface. The lens was removed during the same procedure, and a subsequent second lens was implanted. The second lens also showed a scratch in the same location. The procedure was completed on the same day. The wound did not need to be enlarged, and no additional stitches were required. Additional information was received stating that both lenses had a scratch in the same peripheral area at the bottom of the lens. The second iol remained in the eye. A company cartridge was used.